Event description:
Reporter indicated that his vns therapy programming handheld was freezing during the interrogation of a patient's pulse generator. Troubleshooting via hard reset of the handheld successfully resolved the issue. The handheld will not be returned for product analysis.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.